Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic reversal and closure of colostomy, the anvil of the circular stapler became disengaged after the anastomosis. The attending surgeon was able to locate and "milk" the anvil out of the rectum without incident and the entire anvil was removed. There was no patient injury.